Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
During a procedure in which the nrg transseptal needle was used, a cardiac tamponade occurred. Following the procedure, the patient expired. During an ablation procedure for atrial fibrillation, an nrg transseptal needle was used for transseptal puncture. A biosense webster ablation catheter was introduced to the heart before the rf needle. Ablation was performed inside the right atrium and then the rf needle was used to access the left atrium. During the procedure, after transseptal puncture had been completed, the patient's blood pressure decreased and the patient experienced difficulty breathing and bradycardia. The patient's blood pressure kept decreasing and the patient went into shock. The patient received intubation and subsequently underwent cardiac surgery. Cardiac tamponade was confirmed but the location of the perforation was unknown. The patient was hospitalized in a coronary care unit with the use of a percutaneous cardiopulmonary support system. Following the case on (B)(6) 2019, the patient expired on (B)(6) 2019. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical device were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.